Event description:
The facility rep reported a depleted battery alarm. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of patient injury of medical intervention.